Manufacturer narrative:
Correction of information: b1 - reported as; product problem - correct to; adverse event. B5 - reported as; a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. - correct to; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens of shorter length. The problem was resolved. Cause of the event was reported as unknown. D4 - primary unique device identifier (UDI)#:(B)(4) "UDI related data quality updates only." H1 - reported as; malfunction - correct to; serious injury. Claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.

Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative comments: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.